Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6) 2016 with blood glucose of 572 mg/dl. Customer had symptom of feeling nauseous. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized overnight and was treated with insulin drip, fluids, and potassium. Customer was wearing insulin pump at the time of hospitalization. Customer reported that prior to emergency room visit, it was discovered that cannula was bent but did not receive no delivery alarm.